Event description:
A distributor contacted zoll to report that a (B)(6) year old male pt passed away on (B)(6) 2014. It was reported that the pt was wearing the lifevest at time of passing. The pt's spouse reported that the pt was not feeling well, and when he got up to move, he collapsed. The pt's spouse called 911, and when the paramedics arrived, they performed CPR. The pt was then transported to the hospital. The pt passed early the next morning. Upon retrieval of the pt's equipment, a pt service rep (psr) reported that he was unable to power the pt's monitor with either charged battery.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The fsr ruptured that the monitor would not power up. As received, the monitor called incoming functionality testing. Upon eval, q12 and q16 on the defibrillator board were shorted, causing a misdirected pulse. The cause of the incoming test failure is the shorted transistors. The root cause of the shorted transistors was unable to be positively identified. Device eval of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming functionality testing. Upon eval, esd 700, l702, u727, and u728 were blown off the distribution node pca board. The cause of the incoming test failure is the damaged components. The root cause of the damaged components was unable to be positively identified. In addition, upon receipt, all of the electrode belt gels were blown. Device manufacture date: monitor (B)(4) - initial. Electrode belt (B)(4): 05/2014 - initial. Upon receipt of the monitor, a download of the pt's flags leading up to the pt's death were unable to be recovered. The monitor suffered a mis-directed pulse, which damaged the sd card. Attempts are being made to recover the memory components of the ca board.